Event description:
It was reported that the patient experienced difficulty breathing during an implant procedure after the first spacer was placed between the level 4-5 vertebrae. The patient was intubated, and the patient's vital signs were restored to normal. The physician assessed the event may have been caused by the use of blood thinners. The procedure was ended without placing the second spacer, and the patient did well postoperatively.